Event description:
It was reported that the pt underwent a laparoscopic intraperitoneal onlay primary incisional/ventral hernia repair under general anesthesia in 2009. During surgery, two small bowel perforations were over sutured. The pt was discharged 3 days later with no issues noted, however, the pt was re-admitted to the hospital in the next day for six days, for abdominal pain, cramps, nausea. Antibiotics were given to prevent infection and protect the mesh. X-ray of the abdomen and CT scan of the abdomen showed no collection or abscess. Analgesia was given. At about 4th day on admission, the jackson-pratt was removed. The event is listed as resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.